Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient felt a strong stimulation sensation in their sacrum within five seconds of radiofrequency ablation on their lower back. The event was considered a sudden change in therapy/symptoms. After stopping the radiofrequency ablation, the patient noted they could feel stimulation and need to turn the ins off, but they don't have a patient programmer (pp) to do so (the pp was lost/stolen). The hcp did try reaching the managing hcp, but they couldn't get through. No further patient complications have been reported as a result of this event.